Manufacturer narrative:
Follow-up #1: date of submission 8/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings:.call service 088, 052, and 054 alarms observed in black box and alarm history. Pump powers on properly with no alarms. Exercised pump for 24 hours, after 24 hours no call service alarms were received. Unable to duplicate reported alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) - the pump is alarming with an audible tone, but no message approximately, every 3 minutes. The vibratory function is working normally. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.